Event description:
Customer reporting 1 false positive sofia sars result for 1 symptomatic patient. The customer communicated that repeat testing was conducted for the patient with a negative sofia sars result. No other confirmatory testing completed.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the complaint history did not identify any adverse trends. Root cause: cannot duplicate with retains. Source: phone.